Event description:
It was reported that patient¿s primary system controller screen was lighting up blank. No parameters were visible. A controller exchange was preformed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank screen was unable to be confirmed. The system controller (serial #: (B)(6)) was not returned for analysis. Additional provided information stated that they are unable to provide a photo of the issue. Multiple good faith efforts were sent to retrieve additional information on if the exchanged controller would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.